Event description:
The customer reported to olympus, that there was an issue with the image on the hd 3cmos autoclavable camera head. The issue occurred during a diagnostic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint of "image issue" was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was unable to be confirmed / duplicated during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected prior to use. The intended procedure was completed with a similar device without affecting the outcome of the procedure. No other devices were connected to the subject device when the failure occurred.